Manufacturer narrative:
MFR received date: 24oct2019. The customer evaluated the touchscreen and found that the screen was not allowing the user to change the values and the numbers were fluctuating as if someone was touching the screen even though they weren¿t. The customer replaced the touchscreen and the reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported a touchscreen failure. There was no patient/user involvement.